Event description:
The user stated several samples resulted either high or low for magnesium, phosphorous, glucose, creatinine or bicarbonate. The specific number of pt sample involved was unk, but the user provided one example of a creatine resulting as zero then upon repeat resulting in the normal range of 0.67-1.17 mg per dl. The results were not reported.

Manufacturer narrative:
The field service rep determined there was a rinse unit overflow on hc nozzle and the vacuum tubing was cracked. He replaced all the vacuum tubing. The user ran calibration and qc to verify the analyzer performance.